Event description:
Technician found bed with note attached states "broken". Found the head section would not go down with CPR lever.

Manufacturer narrative:
Technician found the CPR valve was stuck. Technician replaced the CPR valve to resolve.